Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's healthcare provider said they did not think they had good contact with the nerve.

Event description:
It was reported the patient¿s stimulator was replaced due to it not working. The patient could feel stimulation in their right toe.

Event description:
It was reported the patient received assistance from their manufacturer representative and their concerns were resolved. An appointment date of 2015-(B)(6) was noted.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0h0p7, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was no improvement since implant so the device was replaced and a new implantable neurostimulator (ins) was implanted.